Event description:
It was reported that the unit was emitting smoke after it was plugged in to charge.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The product was received with the warranty seal broken, scratches and dents on housing. The unit was opened and noticed the burnt power supply, mainboard, burnt hole on the battery pack and burnt hole on the chassis. It was also noticed that the battery pack was disconnected and mainboard was not properly mounted, the nylon screw heads were missing. One of the locknut for the power receptacle was loose, this could have touched other components that could have triggered the spark that resulted for the burnt components. Possible root causes could be the unit was opened and repaired by third party due to broken seal and the broken nylon screws and/or user misuse.in sum, the product was returned for investigation and the failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit was emitting smoke after it was plugged in to charge.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.